Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 350 mg/dl. It was also reported that customer have to contact health care provider for help with high blood glucode levels. It was reported that customer was unable to rewind the insulin pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no esc and act button response due to corroded keypad traces. No frozen screen noted. Insulin pump was unable to verify alarm or perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.